Manufacturer narrative:
Siemens was notified of the reported issue on (B)(4) 2014. This MDR is being mailed on (B)(4) 2014. Investigation into the reported occurrence has revealed that the described problem is a known software issue that will be resolved in a future software update.

Event description:
Siemens was informed on (B)(4) 2014, that there was a software lockup during two (2) biopsy procedures. Reportedly, during use of the sequential biopsy mode, the CT scanner would switch to the desired 3 image layout however, the patient model dialog and task cards would freeze in place, instead of disappearing from the screen thus, blocking the two (2) bottom images. The scanner was restarted and the patient was re-scanned without incident. There is no report of patient injury.